Event description:
It is reported that the doctor could not get the articular surface to lock onto the tibial tray after multiple attempts. Surgery was delayed by 30 minutes.

Manufacturer narrative:
Evaluation summary: based on the condition of the snaplock, it appears that articular surface anterior snaplock 45 degree chamfer was not fully aligned with the 45 degree chamfer on the tibial baseplate. As a result, when the articular surface was impacted, the snaplock was smashed instead of snapping into place. This prevented the articular surface from seating properly. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.